Event description:
Same case as MDR ID: 2134265-2015-04755. It was reported that stent damage occurred. Vascular access was obtained via right femoral artery (rfa) using 6fr sheath. The stenosed target lesion was located in the proximal circumflex artery. After pre-dilation was performed with a 3x15mm semi-compliant balloon catheter, a 3x16mm promus stent was advanced to treat the lesion. However, the promus stent was unable to cross the lesion and the stent delivery system (sds) was then removed with the stent intact on the sds; but it was noted that the stent struts were distorted. Additional dilation was performed with a 3x15mm balloon catheter. Subsequently, the physician advanced a 3.00x12mm promus premier¿ stent and encountered a difficulty traversing the stenotic area of the vessel. During removal of the 3.00x12mm promus premier¿ stent, it was noted that the stent came off the balloon delivery system. Since the guide wire remained in the coronary artery and through the stent, a 1.2x6mm balloon catheter was advanced and inflated distal to the 3.00x12mm stent. The physician pulled the 3.00x12mm stent into the guide catheter and retrieved all the devices back to the sheath. However, the 3.00x12mm stent was stuck in the hub of the sheath. The physician then clipped the sheath and fluoroscopy was performed to ensure the stent remained in the sheath hub; both devices were then removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Upn- search corrected from unk758 - promus premier - (B)(4) (intervent cardio) - 30000 to h7493952816300 - (B)(4), promus premier,us, mr 3.00x16mm - 39528-1630. Upn corrected from unk758 to h7493952816300. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04755. It was reported that stent damage occurred. Vascular access was obtained via right femoral artery (rfa) using 6fr sheath. The stenosed target lesion was located in the proximal circumflex artery. After pre-dilation was performed with a 3x15mm semi-compliant balloon catheter, a 3x16mm promus stent was advanced to treat the lesion. However, the promus stent was unable to cross the lesion and the stent delivery system (sds) was then removed with the stent intact on the sds; but it was noted that the stent struts were distorted. Additional dilation was performed with a 3x15mm balloon catheter. Subsequently, the physician advanced a 3.00x12mm promus premier¿ stent and encountered a difficulty traversing the stenotic area of the vessel. During removal of the 3.00x12mm promus premier¿ stent, it was noted that the stent came off the balloon delivery system. Since the guide wire remained in the coronary artery and through the stent, a 1.2x6mm balloon catheter was advanced and inflated distal to the 3.00x12mm stent. The physician pulled the 3.00x12mm stent into the guide catheter and retrieved all the devices back to the sheath. However, the 3.00x12mm stent was stuck in the hub of the sheath. The physician then clipped the sheath and fluoroscopy was performed to ensure the stent remained in the sheath hub; both devices were then removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the mid-body of the crimped stent were damaged and lifted upwards from the stent profile with complete overturning of the stent struts evident. This type of damage is consistent with the stent encountering resistance while advancing the device to the lesion site and the subsequent withdrawal from the patient. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04755. It was reported that stent damage occurred. Vascular access was obtained via right femoral artery (rfa) using 6fr sheath. The stenosed target lesion was located in the proximal circumflex artery. After pre-dilation was performed with a 3x15mm semi-compliant balloon catheter, a 3x16mm promus stent was advanced to treat the lesion. However, the promus stent was unable to cross the lesion and the stent delivery system (sds) was then removed with the stent intact on the sds; but it was noted that the stent struts were distorted. Additional dilation was performed with a 3x15mm balloon catheter. Subsequently, the physician advanced a 3.00x12mm promus premier¿ stent and encountered a difficulty traversing the stenotic area of the vessel. During removal of the 3.00x12mm promus premier¿ stent, it was noted that the stent came off the balloon delivery system. Since the guide wire remained in the coronary artery and through the stent, a 1.2x6mm balloon catheter was advanced and inflated distal to the 3.00x12mm stent. The physician pulled the 3.00x12mm stent into the guide catheter and retrieved all the devices back to the sheath. However, the 3.00x12mm stent was stuck in the hub of the sheath. The physician then clipped the sheath and fluoroscopy was performed to ensure the stent remained in the sheath hub; both devices were then removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).